Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2016 with the following findings: during investigation, the battery compartment was found to be cracked on the side from the case seal traveling up toward the battery compartment threads. Unrelated to the original complaint, there was visible rust inside the battery compartment and behind the display lens. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was moisture found on the inside cover, on the transceiver printed circuit board and on the main printed circuit board. There was no vibration detected at power up. The pump was returned with all sound settings set to ¿vibrate¿ except temp basal which was set to ¿high¿. The vibration motor was initiated and no vibration was detected. The pump was opened and there was moisture corrosion observed on the vibration motor contact. Additionally, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)